Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to phrenic nerve stimulation. After lead was implanted, patient experienced a small pneumothorax and decreased hemoglobin values. Device programming was changed several times. Chest x-ray was done for diagnostic reasons. A thoracic drain was placed.